Event description:
Acdf screw broke at mid shank. Levels were all fused. Removal was done as a precautionary measure. No surgical technique was provided. No patient antomy was provided. No harm or injury to the patient was reported. Case was completed. Cause indeterminate. The screw was originally implanted on (B)(6) 2019 and was removed on (B)(6) 2021, the screw broke mid shank and half of the locking plate was broken as well. Levels were all fairly fused, and the removal was done as a precautionary measure. This is a long multi-level acif patient without posterior supplementary construct and is fused per surgeon assessment after >3mo follow-up. One of bottom screw that was returned showed signed of shear failure, was removed for precaution during a follow-up, and the distal tip (made of implantable grade titanium astm f-136) was left embedded. Shear load exceeding the subject screw strength may cause such failure. Specific causes such as non-posteriorly supported longer construct, loose carpentry that settles during patients natural movements, bone density, could not be determined.